Event description:
It was reported that the arctic sun device had system flow rate issue and cooling malfunction. Per review of wo on 14jan2026, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Alert 02 low flow seen. Circulation pump problem. Replaced circulation pump assembly. Alert 113 reduced water temperature control seen. Mixing pump problem. Replaced mixing pump assembly. Device passed applicable testing after repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.